Event description:
The customer was about to use the meter and noticed the numbers on the screen are showing incomplete. During the troubleshooting process it was determined that there were several segments missing in the 100s, 10s, and units positions. A request was made to return the meter for evaluation. In the meantime, a replacement unit has been provided.